Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual inspection reveals the distal tip of the screw in broken, confirming this complaint. Follow up with the affiliate for further information did not yield any information that would help determine a root cause for this issue. We cannot discern a root cause for the issue. It is noted that the deployment issues for milagro screws were addressed in the next generation milagro advance screws. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate reported the screw was broken during insertion while screwing in the bone during an anterior cruciate ligament (acl) procedure.